Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer requested a log review because a patient was found unresponsive. A pca device was either being set up or was already in use at the time of the event; however no information has been provided about the infusion, or the outcome to the patient.

Manufacturer narrative:
The customer¿s report that a patient was found unresponsive while pca was infusing could not be confirmed. The event was reported to have occurred at 5:12am on (B)(6) 2016, however there is no data in the log for that date. The last infusion ended on (B)(6) 2016. Analysis of the pcu event log showed that at 10:01pm on (B)(6) 2016 a pca dose only infusion of hydromorphone 0.4mg/1ml was programmed with a pca dose of 0.5 mg and lockout of 10 minutes. The infusion continued until 5:08am on (B)(6) 2016, when the device was channeled off. There were a total of 11 successful pca dose requests made for a total volume infused of 13.75ml. The last dose was delivered at 1:17am on (B)(6) 2016. The root cause of the reported event was not identified.

Manufacturer narrative:
No device was returned for investigation.

Event description:
The customer requested an event log review of the programming because a patient was found unresponsive while receiving hydromorphone via a pca device. The intended programming was hydromorphone 0.4mg/ml/30 ml syringe, pca dose of 0.5mg, with a lockout of 10 minutes (no basal dose). No further information has been provided regarding medical treatment or the outcome of the patient as a result of this event.